Event description:
It was reported that the patient underwent a lumbar fusion surgery at l5-s1 using rhbmp-2/acs. It was reported that on (B)(6) 2009 the patient underwent a surgery for the ¿removal of lumbar pedicle screws and hardware.¿ the patient¿s pain and ¿difficulties¿ did not subside after she returned home. At an unspecified date after the surgery, the patient now suffers severe injuries ¿chronic pain syndrome, back pain, leg pain, lumbar post laminectomy syndrome, lumbar degenerative disc disease, lumbar radiculopathy, sacroiliac pain, and narcotic dependence from prescribed painkillers.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, the patient underwent a lumbar fusion at l5-s1, bilateral lateral transverse process fusion with pedicle screws at l5 and s1, utilizing rhbmp-2/acs. On (B)(6) 2009, the patient underwent removal of lumbar pedicle screws and hardware. The patient later returned home, but her pain and difficulties did not subside. The patient now experiences ectopic bone growth chronic pain syndrome, back pain, leg pain, lumbar postlaminectomy syndrome, lumbar degenerative disc disease, lumbar radiculopathy, sacroiliac pain, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.